Event description:
Customer reported that wake/power button on pump was sticking. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.